Event description:
It was reported via clinical study that this patient underwent a shoulder replacement. During the procedure, a coracoid fracture occurred. The surgeon subsequently removed the tracker and completed screw placement using a freehand technique. No additional information was provided. The device remains implanted. The outcome is considered resolved. No further information is available.